Manufacturer narrative:
This event has been treated in leventon s.a.u. As an incidence ((B)(4)). We consider that the defect detected by the client is an occasional defect according aql's due to a human error at the adhesion process of the flow-restrictor element with the tube. There was insufficient amount of solvent, that affected the tubing causing a detachment.

Event description:
Product was take out of the package and prior to compounding; it was discovered the tubing past the restrictor was detached. Product not used.